Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels of over 800 mg/dl; was admitted to the hospital. Customer also had an infection.